Event description:
It was reported that an asymptomatic patient presented in clinic for follow up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead will be replaced.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information notes that during a device downgrade procedure the physician elected to cap the high voltage portion of the lead and continue to use the pace/sense portion. The lead remains implanted. The patient was stable following the procedure.